Event description:
Info rec'd indicates the head end brakes are not holding. Casters continue to ratchet.

Manufacturer narrative:
The tech found the casters are ratcheting causing the brake pads to move out of tolerance. He replaced both head end casters to repair the stretcher.